Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint the true metrix meter was not working. During the call, a blood test was performed by the customer pm fasting and produced test result of 342 mg/dl using true metrix meter. Customer was concerned the result was high. The customer stated her expected blood glucose test result ranges are 90-95 mg/dl am fasting and 160-180 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is stored according to specification in the bedroom. Customer advised that she cannot see the lot number of her strips but did confirm that she is using the true metrix test strips. Per the customer the open vial date is 2-3 weeks ago. The meter memory was not reviewed for previous test result history.